Event description:
It was reported that the device would not charge or deliver energy. There were no reports of patient use associated with this event.

Manufacturer narrative:
The customer confirmed the reported problem and indicated that he did open the device, but did not observe any loose connections or obvious problems. He is currently waiting for the director to decide if they will replace, retire or send the device in for repair.